Event description:
The lay user/reporter called lifescan (lfs) in 2006 and alleged that the patient's meter was reading inaccurately low and the test strip vials were cracked. The medical affairs specialist mailed a letter one day later since the user could nto be reached by telephone for further clarification. The patient reported two blood glucose results of 65 and 39mg/dl. She felt dizzy at the time of testing. She went to the hospital within 10 minutes of obtaining the low results, and the hospital meter result was 320 mg/dl. She was treated with insulin at the hospital. The patient reported that her vials of test strips were cracked. This could lead to inaccurate results. If the test strips are exposed to air for long periods of time. The techniques for cleaining the puncture site and for applying the blood to the test strip were correct. A replacement meter has been sent.